Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Event description:
It was reported that 6 months after an initial knee surgery with an arthrex fiberwire the patient still experiences strong pain and a granuloma formation. The patient further reported that during two previous surgeries without arthrex devices also allergic reactions have occurred but it is unknown which material has caused the reaction. No further information was provided.